Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2477-0007 and lot#: 24115512 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following: reported issue: defective blood tubing. Blood leaked through the unspiked side of the tubing even though it was clamped. The unit of blood and the tubing were discarded.